Event description:
Information received indicates the head section of the bed is coming up on its own. The account indicated that it takes about an hour to come up.

Manufacturer narrative:
The technician found the siderail circuit board was shorting. The technician replaced the siderail circuit board to repair the bed.